Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore, consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer had a high blood glucose but not hospitalized. The customer's blood glucose level was 318 mg/dl. The customer was treated with insulin pump and manual injection. The customer did not want to troubleshoot for the insulin pump stating he didn't believe anything was wrong with the insulin pump. The customer stated that the insulin pump where fine now.